Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. On (B)(6) 2021, the patient experienced a skin reaction that consisted of a rash with redness and inflammation at the sensor patch adhesive. Although no healthcare personnel (hcp) visit was documented, after the event the patient was given an unspecified prescription medication as treatment. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. Although the parent initially reported that the sensor site was the upper buttocks, the photo provided was of an arm or leg. Multiple attempts were made to follow up with the reporter and were unsuccessful. No additional patient or event information is available.